Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of an iliac aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the contralateral leg component met resistance and was advanced outside of the sheath three times in an attempt to canulate the gate. It was reported after the third attempt to advance the device the device was withdrawn into the sheath. As the device was withdrawn into the sheath the stent and leading olive separated inside the sheath. The sheath was withdrawn along with the separated stent and leading olive. Another device was used to complete the procedure. The procedure concluded without any further complications, and the patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary - the device was returned to gore for evaluation. During the investigation, the device evaluation showed the following the device was returned with the leading end of the delivery catheter broken at the trailing olive. The broken leading end of the catheter was returned still inside the introducer sheath used in the procedure. The deployment line had been broken. The broken ends of the deployment line had straight ends which were not frayed. The deployment knob was still screwed to the delivery catheter. No damage was seen on the leading olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information.